Event description:
It is alleged that (B)(6) user was traveling outside to her doctor. The right hanger bracket broke, user's foot went under the chair, she fell out, broke her right foot and her toe nail came off. She was admitted to the hospital.

Manufacturer narrative:
It was reported that the weld broke on the hanger bracket. We received both hanger brackets, some parts missing, and elevating leg rests for evaluation. We found both hanger brackets damaged. Both right and left lower hanger bracket mounting plates were torn off. The weld had not failed but the steel tube had been ripped out where the welds were. Both the left and right upper hanger bracket mounting plates were bent. Both elevating leg rests were badly damaged. Both show clear indication of both frontal impact and upward impact from hard lower surfaces, scrape marks on bottom of tubes and foot rests. Both left and right swing tubes are badly bent at height adjustment pivot. Both left and right elevating leg rest mounting plates are bent, left side severely. Both the left and right side swing out locks are bent and the left side badly. We have replaced the left side hanger bracket twice before. There are clear indications of multiple severe impacts, causing damage to both the mounting brackets and elevating leg rests. The impacts came from both frontal impact and upward impact from below the elevating leg rests. We believe this incident caused by repeated extreme impact to elevating leg rests thus user error. We buy this option, heavy duty elevating leg rest product. It is standard in the industry. We have built and shipped a special elevating leg rest system to the user.